Event description:
It was reported that pericardial effusion and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, the physician achieved transeptal puncture and access to left atrium. Versacross connect dilator and versacross radiofrequency (rf) wire were removed, and pigtail angiographic catheter was introduced into left atrium and laa access was achieved. Contrast injection was performed and noted contrast extravasation from posterior portion of the left atrial appendage. A pericardial effusion was noted on intracardiac echo as well as transesophageal echocardiography and laa perforation was noted. The physician removed the was sheath from the left atrium and reversed heparin with protamine. Pericardiocentesis was performed, removing 900cc of bloody/sanguinous drainage from the patient's pericardium. Pericardial drain was sutured in place, and the patient was transferred to the intensive care unit for further care. The patient was discharged on (B)(6) 2026.

Event description:
It was reported that pericardial effusion and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, the physician achieved transeptal puncture and access to left atrium. Versacross connect dilator and versacross radiofrequency (rf) wire were removed, and pigtail angiographic catheter was introduced into left atrium and laa access was achieved. Contrast injection was performed and noted contrast extravasation from posterior portion of the left atrial appendage. A pericardial effusion was noted on intracardiac echo as well as transesophageal echocardiography and laa perforation was noted. The physician removed the was sheath from the left atrium and reversed heparin with protamine. Pericardiocentesis was performed, removing 900cc of bloody/sanguinous drainage from the patient's pericardium. Pericardial drain was sutured in place, and the patient was transferred to the intensive care unit for further care. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0037489925. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (pe) (additional device required and hospitalization) and perforation (intensive care). Risk review: a risk review was completed and confirmed that the events of pericardial effusion and perforation were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.